Event description:
Customer reported to beckman coulter, inc. (Bec) that either the probe or the probe wipe block on the coulter ac.t diff analyzer had been leaking because there was dried diluent on the counter directly under the probe area. Customer reported that there were tiny drops of clear liquid under the probe area intermittently. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe the leak reported by the customer. The fse removed and cleaned the probe wash block, clipped and reseated the vacuum tubing on the probe wash block as a precautionary measure to assure vacuum line was working properly. The fse determined that vacuum was present in the tubing line that was replaced. The fse did not observe any leak from the line that was replaced. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).